Event description:
Male pt admitted with multiple pressure ulcers, old fracture to lumbar vertebrae, diabetes, end stage renal disease. Pt had little muscle tone to catch herself of controlling her movement. Pt placed on a kci kin-aire bed for her pressure ulcers. Bed was brought to facility by kci contact and set up by kci contact. Bed was completely inflated and side rails up. Pt fell out of bed and fractured the right hip. Pt is unable to tell us how she fell. Pt was not mobile enough to climb over the bed, or through any gap or end of the bed. Nurse caring for the pt notes that when this bed was inflated, the side rails only extended about 6 - 8 inches above the inflated mattress. It is the reported concern that the pt, being obese to start with, rolled over and out of the bed. When bed is fully inflated, the side rails only extend 6 - 8 inches above the top of the mattress, increasing the risk of a pt rolling over them onto the floor. Bed was replaced by kci. Kci notified of this event.